Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.the batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not returned for analysis.

Event description:
(B) (4) - peripheral cutting balloon registry.same patient as MFR # 2134265-2009-04440.it was reported in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was de novo located in the mildly tortuous popliteal artery. The reference diameter was 3.0mm; length was 15mm. Pre-procedure 90% stenosis, post-procedure 10% stenosis. Data for number of inflations, time and maximum inflation pressure was not. Perception of pain was reported as similar to conventional dilatation. Follow up visit in (B) (6) 2006, the subject was found to be alive, with reported ¿healing failure.¿ the target lesion was not patent, repeat angiography or intervention was not performed. No data was provided for 12 month follow up visit.